Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer stated that in training class, her blood glucose dropped to 36 mg/dl. The customer stated that there might be something wrong with her meter and the pump. The customer stated that the meter is giving one reading and the pump is showing something different. The customer stated that she also had a blood glucose reading of 97 mg/dl during meeting. The customer stated that when she came home, her blood glucose was 354 mg/dl and she could not handle it. The customer was advised to speak to health care provider regarding blood glucose readings.